Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had been having more nerve pain in their leg that felt like their sciatic nerve since about 2 months ago. Patient said they had an appointment with their healthcare provider (hcp) on july 9th, and the healthcare provider told them to call manufacturer to see if they could do some adjustments during the appointment. Patient mentioned when their ins went dead, the pain was 10x worse than when they had the implanted device charged and working. Patient also said they noticed they had more tingling in their sciatic nerve and their right leg gave them fits and twitched so weird when they were sitting down with their legs crossed or in their recliner. Agent asked, patient said they didn't know if the twitching was caused by the stimulation or not. Agent reviewed role of manufacturer representative (rep) and hcp, and provided national answering service (nas)  phone number for healthcare provider office to call and schedule. The patient was redirected to their hcp to further address the issue. Patient mentioned they spoke to rep in the past and h ad been told a rep should be able to make their appointments whenever they may need to request one. Agent understood this was a rep the patient worked with in the past, but they had not reached out to them about the new issue.